Event description:
Reporter states that the patient's up arrow has been hard to press down lately. Reporter mentioned that the up arrow is dented in due to pressing the button often but is not torn. Reporter denies tears or lifting of keypad. Reporter states that the arrows and light button have lost their symbols; they are worn off. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were normally responsive. The keypad cover was removed for investigation with no contamination noted. The pump was disassembled for investigation with no contamination noted inside the pump. No defects or malfunctions were found on investigation.